Manufacturer narrative:
According to the initial email on 02/25/2025, "an implant summary card (isc) was received which indicated there was an explant of cryolife tissue during the implant of (sgpv00) serial number (sn) (B)(6) on (B)(6) 2024." A query of the artivion implant summary database did produce another allograft associated with the patient, pv00 sn (B)(6). Additional information received 02/25/2025: "looking at the chart, this patient had a ross procedure in 2002 performed at UK. The pulmonary homograft implanted then was explanted during this procedure. Other information would need to be given by surgeon as to specifics for needing this procedure and how the patient is doing now. Looks like the surgery was on (B)(6) 2024." Multiple attempts to obtain additional information have gone unmet. No additional information forthcoming. The available information was reviewed. The certificate of assurance for pulmonary valve & conduit (pv00) 6698161 was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance. No rejectable attributes were noted. Based on the performance of the tissue, there is no indication that there was any deficiency in the valve. During the inspection of each graft, a qualified inspector wearing surgical loupes inspects the graft noting any attributes. Based on a review of archived training records, the inspector was found to be appropriately trained at the time the task was performed. No findings were identified that could have contributed to the reported event. No further action is needed. The information was reviewed. According to the initial email "an implant summary card (isc) was received which indicated there was an explant of cryolife tissue during the implant of (sgpv00) serial number (sn) (B)(6) on (B)(6) 2024." A query of the artivion implant summary database did produce another allograft associated with the patient, pv00 sn (B)(6). Additional information received 02/25/2025: "looking at the chart, this patient had a ross procedure in 2002 performed at UK. The pulmonary homograft implanted then was explanted during this procedure. Other information would need to be given by surgeon as to specifics for needing this procedure and how the patient is doing now. Looks like the surgery was on (B)(6) 2024." Multiple attempts to obtain additional information have gone unmet. No additional information forthcoming. No operative notes are available at this time and no explanted tissue was returned for evaluation. Per the implant summary database and the additional information provided above; this pv00 was implanted on (B)(6) 2002 in a 39-year-old female as a pulmonary valve during a ross procedure. As indicated above, this valve was explanted 22 years later on (B)(6) 2024; a sgpv00 was implanted during the same procedure. The specific details related to the reason for the explant have not been provided. Our labeling lists known adverse events related to the use of homografts; many of which may lead to the explant and replacement as was performed in this case. There are no additional details available for the time frame between the original implant in 2002 and the procedure performed in 2024. Given the limited information available, the root cause of the reported explant is not known. Adequate precautions are provided in our labeling. An explant occurring 22 years after implant is not uncommon and demonstrates the homograft performed within expectations. No action required. The associated graft was not returned to artivion for analysis; therefore, no direct observation could be made. Based on the available information, a root cause for this event cannot be determined. All attributes identified during inspection were documented appropriately on the certificate of assurance. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, no further action is warranted at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial email on 02/25/2025, "an implant summary card (isc) was received which indicated there was an explant of cryolife tissue during the implant of ((B)(6)) serial number (sn) (B)(6) on (B)(6) 2024." A query of the artivion implant summary database did produce another allograft associated with the patient, pv00 sn (B)(6). Additional information received 02/25/2025, ¿looking at the chart, this patient had a ross procedure in 2002 performed at UK. The pulmonary homograft implanted then was explanted during this procedure. Other information would need to be given by doctor as to specifics for needing this procedure and how the patient is doing now. Looks like the surgery was on (B)(6) 2024.¿